Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are deflation, "firm," pain, swelling, and lump.

Event description:
Patient reported right side deflation, pain, swelling, "firm," and a lump. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported right side deflation, pain, swelling, "firm," and a lump. Device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and exchange due to concern with textured product. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additionally, healthcare professional reported and confirmed baker grade IV. Healthcare professional also reported lump; this event is not device related.